Manufacturer narrative:
D4 primary UDI number was revised. D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during maintenance of an automated impella controller, a loose and uncovered white cable was observed at the impella connect usb port. Abiomed support recommended that the console not be used until it was repaired. There was no patient involvement.

Manufacturer narrative:
Added: d3. Corrected: h3. Reported broken wire in backstrap cable on console ic10510 was confirmed during device inspection, but the cause of damage could not be determined. Investigation revealed intermittent failure of data connection between the console and impella connect module, caused by malfunction of the module (unrelated to the backstrap cable.)